Event description:
Related manufacturer report number 2017865-2022-08856. Additional information received indicating the inadequate capture and r-wave amplitude variation resulting in post sensed t-wave oversensing were unrelated to the device. There is no allegation of a malfunction on the device.

Event description:
It was reported that inadequate capture and r-wave amplitude variation was noted on the device resulting in post sensed t-wave oversensing. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.